Manufacturer narrative:
Device is unknown helical blade. This report is for unknown helical blade/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Concomitant devices reported: trochanteric femoral nail (tfn) (part number unknown, lot number unknown, quantity 1), 4.9 mm locking bolt (part number unknown, lot number unknown, quantity 1). (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a trochanteric femoral nail (tfn)-short, helical blade, and 4.9 mm locking bolt to repair a fracture of the right hip on (B)(6) 2012. Initial surgery was performed by a different unknown surgeon at a different unknown facility. On unknown date, patient presented to current surgeon reporting pain. X-rays taken on unknown date revealed the helical blade had cut out of the femoral head superiorly. Patient was returned to surgery on (B)(6) 2017 where surgeon removed all hardware. Patient was revised to a total hip construct. All explanted devices were removed easily and intact. Surgery was still ongoing at the time this event was reported. No delay was reported. One device... Concomitant devices reported: trochanteric femoral nail (tfn) (part number unknown, lot number unknown, quantity 1), 4.9 mm locking bolt (part number unknown, lot number unknown, quantity 1) this report is 1 of 1 for com-(B)(4).